Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A DHR review could not be performed for this lot. There is no record of this lot number having been processed at the monument facility. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 two (2) matrix midface 1.5mm, self drilling, silver 4mm screws (04.503.234.01c) from kit hu ID cmxmid f ace01 with crf y78932 & y75247 broke while being drilled into the patient's bone. The two (2) screws broke at the same drill hole. The screw head was detached from the screw body, leaving the screw body inside patient bone and surgeon had to remove it by drilling a bigger hole using drill bits. Concomitant device: unknown drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) ti matrixmidface screw self-drilling 4mm. This is report 1 of 2 for (B)(4).